Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible nerve stimulation when coughing and pacemaker syndrome approximately one month post implant of the leadless implantable pulse generator (ipg). Position dependent intermittent capture was noted. The ipg was explanted and replaced with a transvenous ipg. No further patient complications have been reported as a result of this event.